Manufacturer narrative:
(B)(4). Any additional information received will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that their vela ventilator delivered inaccurate volumes which were verified out of specification with an external analyzer. The transducers were calibrated, however, the problem was not corrected. The customer also stated that the turbine was getting hot and it made a loud noise. The customer reported the unit was not in use on a patient when the problem occurred.